Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament (acl) surgery while screwing in the implant the bolt of the device broke off inside the patient. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the device was broken. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The cause of this remains undetermined however probable cause can be attributed to improper bone preparation and/or prying/leveraging the screw during insertion.